Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller states they might be putting in a new stimulator as she is having problems with the stimulator. Pt states she started having issues with implant back in the spring. Pt states dealing with a lot of stuff. Pt state back around april or march didn't remember and talked to hcp in tn and the rep there spoke to pt about problems with ins and they said pt needed a new ins. Pt states would turn off to charge and would give a hard time coming back on and wouldn't and would take 2-3 tries to come back on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins). For unknown indications for use. It was reported, when charging patient turns off stimulator, and having issues turning back on. Pt reports taking a long time to charge now. Pt states, having issues with the system not turning back on when done charging. Pt did not have date of when this occurred. Pt states, stuttering the last few months. Pss confirmed unknown. Patient mentioned, she wont even turn off stimulation while charging. And just lowers, low and just takes longer to charge as she's scared ins wont turn back on. Pt states, just doesn't feel right now. And (B)(6) has tried to adjust and the stimulation has moved. Pss directed to hcp, as the patient is currently trying to locate a new hcp. (B)(6) is the hcp, first name unknown. Patient has been working with the representative. However, he cannot adjust any longer and discussion is to have the ins replaced, as taking long time to charge. Mdt rep is (B)(6), last name asked, and been working since jan. And later states, unknown. Pt states, the device doesn't feel right. Is moving and needs to find a new doctor in her new area. Pt states, when charging she turns off stimulator and having issues turning back on. Pt states, the mdt rep checked it back in tn for 2-5 months ago. Pss put unknown. Pt states, hard to get stimulator to the feet, and seemed to move up in the leg. Patient stated, she has neuropathy in her feet so it is hard to get the stimulator to her feet. Patient said the stimulation would move up out of her feet, and she would not get as much stimulation in her legs. Patient also said, it would creep up her leg and then the representative (B)(6) would work on it, and move the stimulation back to the feet so she would feel more stimulation to her knee. Patient service specialist asked, when the issue started. And patient said, she doesn't know. It's been kind of stuttering a little bit for the last 2 months. Patient mentioned, she developed fissures on her heels and had to postpone her implant surgery. Patient was going to have it done in (B)(6), but had to cancel, due to her move. Patient is now moving to (B)(6) and needs a doctor there to replace her stimulator. Pss reviewed, hcp listings and directed to an hcp. Pt seeing (B)(6) first name unknown. Pss had a hard time understanding as the connection was bad. Rep saw this patient on (B)(6) 2023. Unknown provider at (B)(6) office let her know about features of new device. And patient let me know she would like to upgrade to intellis. She let me know she would be moving so rep instructed her to call patient services to find new hcp, so she could have new device placed. None of the ¿stuttering¿ or other complaints were relayed to me. Simply that she wanted a device that charged faster than her current ins.